Event description:
Per the customer, pt reported discomfort during ipl hair removal treatment to bikini area (no problem during lower leg treatment). Subsequently pt reported footprinting / blisters to thighs and calves. Pt sustained second degree burns and was treated with silvadene 1%, pt healing well per customer. Customer believes that the filter lost part of its coating during the treatment session due to a fingerprint on the filter. The pt had many prior ipl treatment sessions with vasculight elite, all areas were treated, excellent response and never a problem.

Manufacturer narrative:
Lumenis service evaluated the lumenis one device. Per the customer engineer ce, the 560 nm filter had two small burn marks and the suspect 695 filter was badly burned. There were also burn marks on the 640 nm filter. The ce verified calibration of the lumenis one device. Filters were replaced by lumenis as a courtesy. Root cause appears to be use of filters which had lost portions of the coating due to the foreign material. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.